Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus stopcock experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about black foreign matter found upon package opening.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-may-2023. Investigation summary: it was reported there was black foreign matter. To aid in the investigation, one sample and five photos were provided for evaluation by our quality team. A visual inspection was performed and there was foreign material found in the component tap. The foreign matter is related to the molding of the part. A device history record review was completed for provided material number 394900, lot 2223397. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode of foreign matter.

Event description:
It was reported that the bd connecta¿ plus stopcock experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about black foreign matter found upon package opening.